Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the root cause was determined to be disturbed communication with a bus on the mainboard. In consequence. The vu esm and the mainboard were replaced.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: the c6 device was next to the patient, on stand by mode. But all of a sudden it started beeping and signaling tf alarms. The device alarmed constantly until it was physically turned off at the push of a button.